Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported starting 3 days ago their charger and handset do not connect. Pt said, they tried to recharge but the handset was not connected and just shut off. (I understood pt was talking about the screen on the handset going dark). Pt also reported they noticed an electrical sensation when recharging with the blue side against their skin directly but stated they only did that to try and get connected, sunday, normally they have a t-shirt between their skin and the back of the charger. Reset the charger, closed any open apps, tried to connect again and pt reported seeing: recharger error hold down the power button for 20-30 seconds. After dismissing the code pt was successful to start charging with an excellent connection, maintain recharger position over the device for 30 minutes and after a minute or two the screen changed to charging excellent the ins battery was 10 percent charged, stim was off. Pt said they normally charges once a week on sundays. Reviewed some recharging best practice and education information. Reviewed pt will need to use their communicator and handset to turn stim back on. The troubleshooting steps that were taken on the call resolved the issue.  Recommended pt continue recharging and once the ins battery is charged use the control equipment to turn stim back on. Recommended calling pats back if they need further assistance with their handset.  No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the sensation was only felt during a recharging session, and the belt wasn't used. The patient indicated that the cause of the connection issue with the wireless recharger was determined, but remains unknown. No further complications were reported at this time.